Event description:
It was reported that after use with an unspecified amount of bd nano 2nd gen pen needles the outer cover does not stay attached and can not remove the needle. The following information was provided by the initial reporter: consumer reported she cannot remove pen needle after use because the outer cover will not stay attached. Stated, its happening with every pen needle she has used so far from box.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with an unspecified amount of bd nano 2nd gen pen needles the outer cover does not stay attached and can not remove the needle. The following information was provided by the initial reporter: consumer reported she cannot remove pen needle after use because the outer cover will not stay attached. Stated, its happening with every pen needle she has used so far from box.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.